Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device interrogation revealed intermittent ventricular undersensing resulting in the device recording non-sustained lead noise episodes. The device was reprogrammed. Remote monitoring and normal follow-up will continue. The patient suffered no ill-effects as a result of this behavior.